Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.